Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer's reported issue could not be confirmed. Based on the results of past investigation, a definitive root cause could not be determined as the event was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the needle guide wire did not insert. The event occurred during a during the endoscopic ultrasound (eus) therapeutic procedure. The procedure was delayed by 10-15 minutes however completed with a similar device. There were no reports of patient harm.